Event description:
Primary stability achieved, no osseointegration, immediate implantation. Dentist believes patient had function on implants as this occured 6 weeks after surgery and no symptoms same patient as (B)(6).